Event description:
Customer reports that appliers are blocked. No patient injury or medical intervention reported.

Manufacturer narrative:
Additional lot number t1192338. Evaluation method: device history review. Result: no visual damage was detected on sample. The sample was disassembled and a closed clip was found and pieces of clips in the channel. A broken clip was found. Conclusions: internal investigation was opened and documented in a CAPA.